Event description:
It was reported that during the redo at/aflutter (atrial fibrillation/af (atrial flutter) procedure, an air embolism occurred, and the patient expired during the procedure. The patient's rhythm was atrial fibrillation with rapid ventricular response. The introducer used with the mapping catheter was flushed upon insertion into the patient but was not irrigated when in use during the procedure. The right atrium was first mapped with the catheter and ablation was performed on the posterior wall of the left atrium (la), the roof and floor of the la, and the lateral wall/mitral isthmus. Upon device exchange, the physician noted that he saw bubbles when aspirating the sheath with a syringe. A blue code was called at around this time and the emergency response team arrived to perform chest compressions and further treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).